Event description:
It was reported that a study patient was experiencing manic episodes and anxiety. The study assessment revealed that the event was severe and is a serious adverse event. It was also reported that the event is possibly related to stimulation. Patients device parameters were changed and the patient had been hospitalized and given medications to resolve the event.